Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two months post implant, the patient presented with a fever and abscess near the device pocket. The I plantable cardioverter defibrillator (ICD) system was explanted due to infection and erosion. No further patient complications have been reported as a result of this event.